Manufacturer narrative:
H6: 4756 (appropriate term/code not available): endotracheal tube. The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 10 dec 2024 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint - (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury.

Event description:
It was reported that the cuff did not inflate very well.

Manufacturer narrative:
H6: 4756 (appropriate term/code not available): endotracheal tube. The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 10 dec 2024 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury. The complaint reported an issue of "the cuff did not inflate very well." An investigation determined that no patients were affected; however, the issue caused cause to re-intubated the patient. Photo images were provided as evidence confirmed damages. It is mentioned in the email communication that the hospital staff said that patient might have been chewing, but there was no proof of that. Root cause was not determined. A risk assessment was performed, and the ultimate risk was determined to be low which does not require reporting to the CAPA review board. This is the ninth complaint reported for part number I-pfhv-70 for "leak" failure mode. There were seven other complaints reported for part number I-pfhv-70 during the same timeframe related to different failure modes. The customer sends the compliant communication/investigation directly to the supplier; therefore, no other additional communication letter/response is needed. We will continue to monitor trends during our periodic complaint review meetings.

Event description:
It was reported that the cuff did not inflate very well.